Event description:
Patient reported obtaining back-to-back blood glucose results of 536mg/dl and 201mg/dl on the advantage system. Patient indicated that, at the time of results were obtained, he was not experiencing symptoms of hyperglycemia. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.